Manufacturer narrative:
Analysis of the fiber revealed a fiber broken in two pieces with charring and burned/melted buffer material at the break point. The fiber was also missing two reusable fiber components (reusable fiber protective sheathing and reuse cycles tag). The accumulated burned buffer material on the proximal side of the fiber break indicates that attempted laser energy transmission was made after the fiber had been broken. The missing reusable fiber protective sheathing and reuse cycles tag indicates the fiber was handled roughly and/or forcefully manipulated to remove such reusable fiber components. It was noted that the fiber did not break when tested on the bend radius test fixture and the successful transmission of laser energy indicates that if not broken, the fiber would have operated according to specification. The missing reusable fiber protective sheathing also caused the fiber to lose a protective component which helps to maintain fiber integrity during the multiple handling events which reusable fibers are exposed to. The break that was observed in the fiber was likely unknown to the user until laser energy transmission was attempted. It is likely that the break occurred due to a mechanical force such as bending or coiling the fiber beyond the manufacturer recommended minimum bend radius. Dornier fibers are fragile and must be handled with utmost care by the user. It is also likely that the fiber break was caused by the end user mishandling the fiber during fiber reprocessing and re-sterilization activities.

Event description:
Fiber break reported.